Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery for this pacemaker was noted to be depleted unexpectedly when the patient presented for magnetic resonance imaging (MRI). An invasive procedure was performed. The device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.